Event description:
The ventilator shuts off when external power is removed. No allegations of pt harm. Inop was activated. On ac power at the time of the event. Primary power source is external battery. Accessory used: hme.